Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during preventive maintenance the cardiosave intra aortic balloon pump (iabp) cable connector broken. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: b5, h6 (medical device problem code). The fse replaced the front-end board. The fse tested the connector for performance with no further issue. The unit passed all functional and safety tests per manufacturer specifications. The following was performed by the sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received front end pcba with a reported unit failure of low-level connector pin broken on pcb. The fat dept. Performed a visual inspection and observed a broken pin on j5 connector as illustrated in the attached pictures. Due to the broken connector on the front end board, it cannot be installed and investigated any further by fta dept. Retaining the front-end board in the fat dept. Per procedure. Probable root cause: excessive external force or fatigue.

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp)'s lower level cable connector pins were broken on the front end board. There was no patient involvement or harm reported.